Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found; found error code 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot to touch. The patient unplugged the monitor. The monitor will be replaced. No patient complications have been reported as a result of this event.